Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
A malfunction was reported involving the medical device fb504r - de'bakey tangential clmp 5 75mm-w280mm. Specifically, it was reported that, the clamp slipped off the inferior vena cava (ivc). There was blood loss of approximately one litre. The liver transplant was completed successfully. No adverse consequences for the patient were reported. The healthcare facility reported that four clamps were used, however, the specific medical device associated with the reported event could not be identified. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Additional information was not provided nor available. The malfunction is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: fb504r (aesculap ag ref. No. (B)(4); 9610612-2025-00062). Fb504r (aesculap ag ref. No. (B)(4); 9610612-2026-00118).